Manufacturer narrative:
Unit tested with glucose sensor simulator and unit communicate and functioning properly. No lost sensor alarm noted. Pump passed displacement test, operating currents, selftest and off no power test. No battery out limit alarm noted. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with broken belt clip slot. Unit received with cracked lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer's insulin pump had cosmetic damage. The customer stated the insulin pump was dropped and a chunk broke off from the battery compartment. The customer also reported several battery out limits alarm on their insulin pump. Customer's blood glucose was 180 mg/dl. The customer was advised the battery out limit alarm was normal insulin pump behavior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.